Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined to troubleshoot with tandem technical support at the time of the call. However, during a follow-up, customer confirmed that they received an accurate fill estimate after loading a new cartridge. There was no reported impact to the customer's blood glucose level.